Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated the patient has signs of dementia and their mind is kind of fuzzy. Patient was having urinary incontinence every single night in bed and has fallen a lot and now can hardly walk. The patient thinks they have cut their device in two pieces and may need it replaced. Troubleshooting was unable to be performed as patient was not present at the time of the call.